Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12jul2024.

Event description:
Healthcare professional reported left "prosthesis ruptured" confirmed us report. Healthcare professional later reported "lt 10h 0.4cm sized oval smooth hypoechoic nodule" via us report. The event of " small cysts" is not device related. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left "prosthesis ruptured" confirmed us report. Healthcare professional later reported "lt 10h 0.4cm sized oval smooth hypoechoic nodule" via us report. The event of " small cysts" is not device related. Device was explanted and replaced.

Event description:
Healthcare professional reported left "prosthesis ruptured" confirmed us report. Healthcare professional later reported "lt 10h 0.4cm sized oval smooth hypoechoic nodule" via us report. The event of " small cysts" is not device related. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10. Visual analysis: device photograph(s) for the device related to the reported event of lump/nodule-breast, cyst(s)-breast and rupture-breast was requested on march 13, 2024. Visual analysis of the photographs identified: device patch with lot number 2298577 and catalog number 115-253cc. Lump/nodule-breast: unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst(s)-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as unidentified tear. The shell thickness was within specification. ¿ lump/ nodule: unable to observe since it is not related to the device. ¿ cyst(s: unable to observe since it is not related to the device. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left "prosthesis ruptured" confirmed us report. Healthcare professional later reported "lt 10h 0.4cm sized oval smooth hypoechoic nodule" via us report. The event of "small cysts" is not device related. The device was explanted and replaced.